Event description:
A pt went into asystole. The monitor reportedly alarmed high hr, bigemeny, and vfib, however, the monitor did not provide any asystole alarm. The pt was a do not resuscitate and did expire. Ge healthcare' investigation into the reported occurence is still ongoing.